Event description:
The customer reported that intermittently, no images would display on the live monitor when fluoroscopy was performed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced a printed circuit board. The system was tested and found to be working as intended and put back in service.